Event description:
A customer reported issues related to hyperglycemia while using the tandem t: slim x2 insulin pump, receiving an error code multiple times within a day. The customer's son's blood glucose level was recorded at 17.9 mmol, indicating a level higher than the normal range. To address the issue, the customer was advised to perform a firmware update and had taken actions such as changing sensors and insulin multiple times. Further guidance was sought from technical support to resolve the error code.